Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an overcurrent to the motor. To correct the condition, the coupling motor was tightened and cn201 connector was reconnected. If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pump's alarm log by baxter personnel, a flo-gard infusion pump was found to have experienced a failure code f73. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.